Event description:
Patient scheduled for eswl (extracorporeal shock wave lithotripsy) procedure. First case was completed without any incident and the bed was fully operational. In the beginning of the second case, the patient was sedated, and positioned properly, it was then noticed that the bed would not operate correctly. Bio-med was notified and unable to fix the problem. Procedure was canceled. Service rep from medispec was in to fix the table on that evening. The bed was unable to be fixed at that time, so the company gave us a replacement bed until ours can be properly fixed.====================== manufacturer response for lithotripsy table, lithotripsy table======================not known